Event description:
It was reported that balloon rupture occurred. The target lesion was located at right iliac vein. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, upon inflation at 2 atmospheres for 3 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was fine.